Event description:
This will be filed to report a single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+ with a prolapsed anterior leaflet. Two clips were successfully implanted, and the procedure was concluded with a resulting mr of grade 1+. On (B)(6) 2023 a transthoracic echocardiogram (tte) was performed and showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.